Event description:
It was reported to philips that the allura system stopped working during a procedure. Nothing was displayed on the monitor. A system shutdown was initiated but the off button did not respond. The user initiated a hard shutdown via the circuit breaker. When the circuit breaker was turned back on, the system started up and the system was returned to working order. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips feild service engineer (fse) inspected the system onsite and confirmed that the system does not start because the infrastructure in the host pc was not properly started. Fse tried to recover by checking the cable, discharging the work, and replacing the button battery, but it did not start up. After testing, fse confirmed the host pc problem. Fse replaced the host pc. After replacing the host pc, the system the codes were updated based on the investigation outcome. Device problem code was corrected.